Event description:
Reportedly, the stapler was applied to the distal aorta. The surgeon stated the vessel was well calcified and the stapler itself was difficult to close over the vessel. The surgeon then fired the stapler but said the firing did not sound correct, but when the surgeon attempted to open the stapler the jaws of the device would not open from the tissue. The instrument had to be cut off of the vessel. The surgeon was able to repair the tissue by way of hand suturing. Procedure: aaa.